Event description:
The manufacturer was contacted in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, inflammatory response and cancer. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, inflammatory response and cancer. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned for evaluation. But the repair evaluation is not yet completed. The manufacturer is submitting an updated report at this time. After completion of evaluation, a follow-up report will be filed.

Manufacturer narrative:
The following correction has been updated in this report. Section "model number", "catalog item identifier", "product UDI" in box d has been updated/corrected.

Manufacturer narrative:
Additional information was received on august 17, 2022, and h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information previously alleging respiratory tract irritation, inflammatory response and cancer. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings were observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was 4 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation. Evaluation method code grid, evaluation results code grid, conclusion code grid was updated.